Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was failure with the two wall box units and the external display ports on the live display were playing up and it wasn't operating as expected. As a part of troubleshooting process defect was with the cx50/dvi/usb to vwcb cable assy and handgrips & clamps. Therefore, the fse replaced both the defective part. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 b20 system had two wall box unit failures and the external display ports on the live display were playing up and it wasn't operating as expected. No harm has been reported. Philips has started an investigation of the complaint.